Event description:
Reportedly, the patient received a stent on (B)(6) 2013 and has begun experiencing severe nausea, abdominal pain, and weight loss (10 plus pounds). The patient is reported to have had the same reaction to a previous bare metal stent implanted in 2010 involving severe cramping, abdominal pain, and nausea. At that time coumadin was prescribed at discharge; however, after reading the side effects for coumadin, it was discontinued and the symptoms abated. The patient's son feels that his mother may have an unidentified allergy to a chemical compound found in the medicated stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.